Event description:
The device was used during a v.a.t.s. Procedure. The dr could not cut through the tissue completely by using device. Staples became malformed.dr finished the case with another device. There was no consequence to the pt.